Event description:
The customer stated that she received a reading of 28.4 and wanted to know what it meant. It was verified the meter was set in mmol/l. The customer did not allege any adverse events. She was able to reset the meter to mg/dl, and no product will be returned for evaluation.